Event description:
It was reported that bd insyte autog bc leaks past the blood control. The following information was provided by the initial reporter: the last couple of time I have started an IV with the 20s the blood has been flowing out of them and not having the one time blood control where the blood stops and doesn't go all over the patient and bed I have talked with a couple other nurses in the ed and they said that they have been having the same issue. I know a couple of weeks ago we were not having this problem and the blood was stopping the one time like it should with the control. There was no patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4177938. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.